Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver did took the charge and boot up. The data log was downloaded, reviewed and it passed as no issues were observed. The receiver functional test was attempted but could not be completed. The reported event that the receiver ceased to function could not be confirmed with the returned receiver. The root cause could not be determined.